Manufacturer narrative:
On 8/7/2019, the mentor failure analysis lab received the device for evaluation. On 8/20/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it appeared intact. Leak testing revealed there was a tear measuring approximately 0.4 cm, located at the posterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast implant deflation. Concomitant products:right side; 225cc mentor siltex round moderate profile; catalog number: 3542630; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent revision breast augmentation with a 225cc mentor siltex round moderate profile and was presented with left side breast implant deflation postoperatively. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
On 09/09/2019, mentor became aware that patient was presented with bilateral capsular contracture; baker grade unknown, left deflation, and right side ptosis. Hence, capsular contracture has been added to patient codes under field h6. Replacement devices used were catalog number 3501650; serial number (B)(6) on the right side and catalog number 3501650; serial number (B)(6) on the left side on on (B)(6) 2019. This report is for the patient¿s left-sided device. Manufacturer's reference number: (B)(4).